Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the sigmoid colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the nurse extended the loop snare and placed it around the polyp. An attempt was made to pull the loop back into the sheath but the handle cannula detached from the handle not allowing the loop to retract. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the handle cannula detached. The handle cannula presented marks from the handle assembly process. The handle was disassembled and the internal surface of the finger ring assembly was inspected. One edge of the internal groove was found to be damaged. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, the handle cannula detached. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the sigmoid colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the nurse extended the loop snare and placed it around the polyp. An attempt was made to pull the loop back into the sheath but the handle cannula detached from the handle not allowing the loop to retract. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.